Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 15/may/2024.

Event description:
Healthcare professional reported "intact implant" and later confirmed exchange with no complaint against the device. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Healthcare professional reported "intact implant" and later confirmed exchange with no complaint against the device. Device has been explanted.